Event description:
Info received indicates that tpn was spiked and primed in a cleanroom. The tubing was noted to be leaking about 2 inches before the spike prior to being dispensed to pt. The bag was respiked with different tubing and there were no further problems.

Manufacturer narrative:
The account stated they had no samples to be returned for analysis. The defect could not be confirmed.